Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. Device trace download analysis confirmed the device alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm the customer¿s blood glucose was unknown at the time of incident. No significant events leading to the issue was observed. Customer stated that the insulin pump had a failed battery test alarm and it was resolved by battery replacement but unable to turn the insulin pump on. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.